Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm morphology is unknown. It is reported that the iliac vessels were tortuous, long, and tight measuring at 8mm. The right iliac artery had significant tortuosity; therefore the physician chose the left iliac artery as the primary site. It is reported that the delivery system was placed into the deployment handle and as the physician reeled the handle back, the graft cover retracted only 3/4 of the way. Therefore, the physician pulled the delivery system down a little to achieve a more optimal position. The quick release button was pressed, however the runners wold not pull down. As the physician continued to pull down the runners, he attempted to sheath and unsheath the graft cover and subsequently the partially deployed stent graft was pulled into the sac. The physician cut the sheath to manually deploy the stent graft. It is reported that the stent graft deployed, however, the physician decided to convert the pt to open repair. It is reported that it would have required 3-4 aortic stent grafts to rebuild the bifurcated stent graft due to the significant drop into the sac. The pt is reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event. Further info from the facility is unavailble.